Event description:
It was reported that prior to an unknown procedure, the harmonic was set up correctly and while doing the test before using it, it came up with instrument error 5. Changed the instrument and it started working. No patient consequence.